Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the broken blade tip ever retrieved? The blade tip was broken off outside the patient. Will the broken blade tip be sent back with rest of device for analysis? No information or was blade tip discarded? No information.

Event description:
It was reported that during a conization, the device became not to be activated in the middle of the operation. Then, the device was checked and it was found that the blade was already broken off. It was unknown whether an error message was displayed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m9309a. The device was returned with the blade scratched and cracked and not detached as was reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.